Event description:
It was reported that infusion set cannula was bent which led to hyperglycemia on (B)(6) 2026. The blood glucose level was high, and it was treated with insulin pen.

Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Zip four: 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.